Manufacturer narrative:
On 5/11/2021, the mentor failure analysis lab has received the device for evaluation. On 5/27/2021, mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 400cc breast implant was found to be ruptured. The device was received in three parts. A microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/15/2021, it was reported to mentor that the patient¿s age at the time of the event was 36-years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and suffered from a rupture on the right side. As a result, the patient had undergone removal and replacement with a non-mentor breast implant on (B)(6) 2020.